Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the guidewire tip was shaped, and the contrast ratio was 60:40 with a stead injection rate. The guidewire was 10 cm out from the catheter tip during inflation/deflation, no blood entered the catheter lumen, and contrast was observed leaking during the inflation attempt in pre-op preparation. The cause of the balloon leak was the product was damaged. The cause of the premature detachment of the catheter tip was reported as the catheter had damage and detachment in the vertebral artery instead of the avm site. The detachment occurred during navigation and there was no resistance during delivery or retrieval of the apollo catheter. The catheter tip was retrieved using a solitaire, there was no vessel calcification noted, and a continuous flush was maintained during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the apollo tip prematurely detached at the vertebral artery and had to be taken out. It was also noted that the balloon had a leak and could not be used. There was no force applied during removal, the catheter tip was not entrapped or stuck , there was no vasospasm or surgical intervention. As a result the devices were replaced. The patient was undergoing embolization of a pca aneurysm. The devices were prepared as indicated per the IFU, with the patient's vessel tortuosity confirmed to be moderate.. There were no related patient symptoms. Ancillary devices include an envoy sheath, chikai guidewire, onyx embolic.